Event description:
During total knee arthroplasty, the tip of the drill bit broke off during trialing of the right femur. The surgeon removed the broken drill bit tip before proceeding with procedure. Both drill bit pieces matched up.======================manufacturer response for quick release drill bit 1/8 inch, biomet quick release drill bit (per site reporter).======================device was retrieved by biomet rep at time of surgery. A corrective actions specialist notified me that they had reported this due to surgeon having to go in and retrieve the piece. My internal report regarding this drill bit breakage did not indicate any serious harm to patient so a report was not done at the time. There was no mention of any issue in the operative report of any additional requirement or injury to patient. I did not do a medsun report because I did not receive the identifying information that has since been provided to me by biomet per letter dated (B)(4) 2012.